Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths. Destructive analysis of the lead noted the inner insulation was abraded at the suture tie region. The cause of the reported event was due to the abraded inner insulation consistent with suture tie down forces.

Event description:
New information received indicated that the right ventricular (rv) lead was explanted and replaced. The noise was reproduced when the physician moved the lead manually. During the lead replacement procedure, it was noted that the rv port of the pacemaker was full of blood and the pacemaker failed to sense. The pacemaker was also explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited noise over-sensing. No intervention was performed. There were no patient consequences.